Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Corrected sections: d10 - changed device available for eval? From no to yes, added return to manufacture date, e1 - changed event site address from (B)(6). Trackwise ID# 208413. The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the case of the cutter. The safety lock on the cutter was disengaged and the actuation button was fully depressed. Based on the returned condition of the device and the results of the evaluation, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system would not deploy cutter when button pressed. Locking mechanism is off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system would not deploy cutter when button pressed. Locking mechanism is off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.